Event description:
The customer's daughter reported getting a blank screen on their freestyle meter as they tried to turn the meter on. It was further reported that on (B)(6), 2010 customer could not breathe, talk and walk. The paramedics were called and upon arrival treated customer with intravenous infusion of unknown type. The customer was reportedly transported to a local health care facility where she was diagnosed with hypoglycemia and treated with unknown shot. Additionally, a blood work had been done. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.